Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that one of the patient's scs octrode leads had eroded through the skin. As a result, surgical intervention took place on (B)(6) 2025, during which patient's entire system was explanted to address the issue.